Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to shunts in the brain. The customer's blood glucose at the time of hospitalization was 600 mg/dl and the customer was wearing the insulin pump. The device was removed at the hospital and the customer was being treated with shots by the hospital. The caller also reported that the customer passed away at home, in hospice care, on (B)(6) 2015. The cause of death was myocardial infarction. The customer had heart issues, shunts in the brain, and kidney damage. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; had been disconnected for three days because they were not eating. The caller declined returning the insulin pump for analysis and stated that they will donate it to the endocrinologist's office. The customer was not using sensors.